Event description:
Customer reported a ruptured power PICC catheter. Additional information received on nov 20, 2023 incident was noted 41 days after use on the patient with reported edema, pain and erythema in the forearm area.the patient underwent an ultrasound and arm doppler where they ruled out collection and negative for thrombosis, she assessed plastic surgery where she stated that she did not require surgical intervention, they started antibiotic treatment for cellulitis. During healing at home and permeabilization with saline solution, they detect the failure. Additional information received on nov 24, 2023: there was no intervention, the measure taken was catheter removal. Sample has been discarded.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One video of a 4 fr dual lumen powerpicc sv catheter was returned for evaluation. Two photographs were also returned for evaluation. An initial visual observation of the video showed the catheter being infused with a clear liquid. Liquid could be seen leaking out of a somewhat large circumferential split in the catheter, just distal to the molded joint of the catheter. No details of this spilt could be discerned from the returned video. While a split could be seen in the catheter in the returned video, there were no distinguishing features in the video of the device which could aid in identification of a specific root cause of this split. Therefore, the cause of the leak in the catheter is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported a ruptured power PICC catheter. Additional information received on nov 20, 2023. Incident was noted 41 days after use on the patient with reported edema, pain and erythema in the forearm area.the patient underwent an ultrasound and arm doppler where they ruled out collection and negative for thrombosis, she assessed plastic surgery where she stated that she did not require surgical intervention, they started antibiotic treatment for cellulitis. During healing at home and permeabilization with saline solution, they detect the failure. Additional information received on nov 24, 2023: there was no intervention, the measure taken was catheter removal. Sample has been discarded.